Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic with episodes of atrial lead noise with subsequent auto pacing mode switch. The patient was brought to the clinic for a follow up. The noise was not reproduced when the patient was asked to perform ergomatic exercises. However, the patient demonstrated that she was able to reproduce noise by manipulating the implant pocket, which she frequently does. The patient experienced no symptoms from the lead noise anomaly. The physician elected to not take any action at this time.